Event description:
It was reported that the inflatable penile prosthesis (ipp) presented fluid loss and reservoir tubing was kinked causing patient to have difficulty at pumping. A surgical procedure was performed to replace the reservoir. There were no further patient complications.